Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer had the pump in their back pocket, sat down, and the touch screen became cracked. Customer is unable to unlock the pump for use due to the cracked screen. Customer's blood glucose was 222 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.